Event description:
It was reported that the customer received a motor error alarm while priming and rewinding his/her insulin pump. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.